Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing, customer¿s blood glucose level was 600 mg/dl with ketones. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline, insulin and oxygen to address the elevated bg. Customer was released on (B)(6) 2023 with the issue resolved and no permanent damage.